Manufacturer narrative:
Concomitant products: dtba1d4 ICD, implanted: (B)(6) 2013.

Event description:
It was reported that the atrial lead exhibited possible oversensing during at/af episodes, and the left ventricular (lv) lead exhibited high thresholds. The leads remain in use. No patient complications have been reported as a result of this event.